Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-04622. It was reported that the patient presented for a routine generator replacement. The patient was programmed voo before the older implantable cardioverter defibrillator (ICD) model 3257 was disconnected. Bovie was used by the physician in the pocket resulting in true loss of capture and asystole. Telemetry showed pacing outputs were consistent with voo. The leads were switched to the new ICD model 3357 and electrocautery resulted in a similar asystole with telemetry showing pacing. Programming changes to increase output were made. All changes resulted in asystole despite pacing. The physician opted to proceed with the implant since the issue occurred across both generators and seemed only related to the electrocautery (bovie) in the pocket and not to the device itself. The asystole only lasted as long as the bovie bursts ~ 2-3 seconds. The patient had no adverse effects, was stable and no intervention was needed. Voo* - (asynchronous pacing mode - pacing delivered at a fixed rate with no sensing to prevent noise detection by electrocautery during procedure).